Manufacturer narrative:
(B)(6). A device evaluation and / or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: the anaesthetist inserted a 18ga venflon into an elderly patient and connected the fluid. When the anaesthetist opened the cap of the venflon to administer a drug the fluid which was being given came out of the injection port.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: the anaesthetist inserted a 18ga venflon into an elderly patient and connected the fluid. When the anaesthetist opened the cap of the venflon to administer a drug the fluid which was being given came out of the injection port.

Manufacturer narrative:
H.6. Investigation: 3 representative samples were returned for investigation. The 3 representative samples were subjected to visual inspection, catheter adapter leak test and injection valve test. No defect and leakage was observed. Unable to confirm the customer experience. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch.